Event description:
A med ctr in another country reported to our distributor that the float in an mr290 humidification chamber did not work initially. The report stated that water began to fill the mr290 humidification chamber and over-flowed into the pt's breathing circuit. The user proceeded to tap lightly on the mr290 humidification chamber and it then functioned as per normal. No pt injury was reported.

Manufacturer narrative:
Visual examination of the actual device involved in incident was evaluated. The mr290 humidification chamber may have been dropped at some stage (this was not confirmed) and caused a minute curvature (length is 52 mm, highest point is 0.85 mm) at the heater plate base where the pivot point of the primary float is located. This caused the primary float to lock, preventing both floats from working. This device malfunction has been included in our corrective action preventative action (CAPA) plan. Please refer to the attached eval summary. Conclusions: device failed just prior to use. Eval summary: we have evaluated the returned mfr290 humidification chamber. We observed that the chamber's floats were not operational. We observed a minute curvature (length is 52 mm, highest point is 0.85 mm) at the heater plate base where the pivot point of the primary float is located. Previous investigations have shown that an impact to the chamber can cause the float operating mechanism to be pushed out of alignment with the water feed valve. The misalignment prevents the floats shutting off the water flow to the humidification chamber. We are investigating the mechanism that caused damage to the chamber base. A possible cause of such damage is dropping the chamber from a height. Possible causes are when the packed device is decanted from its shipping container into bulk storage or when the device is dropped during set-up. We are looking at ways to minimize the probability of such damage occurring should a chamber sustain an impact. All mr290 humidification chambers are tested for water feed valve operation before they are packed. Users should be aware to always check that water does not exceed the water limit line when setting up an mr290 humidification chamber for use on a pt. We indicate on the mr290 instructions for use (IFU) the correct water level the chamber should be filled to. We also recommend on the IFU to replace the chamber if the water level is incorrect. Failure to detect water overfilling may result in ventilator damage and/or water entering a pt's airway.